Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported she has experienced pain, difficulty passing urine, persistent urgency, urge incontinence, lower back pain, tiredness and bladder prolapse. The patient also reported that when turning at night, she feels irritation in the bladder and has to urinate even if bladder is not full. The patient experienced multiple urinary tract infections until she found a way to urinate completely at a certain angle. The patient does pelvic floor exercises, but reports that are not resolving any issues. The patient also takes vagifem, but is unsure if it has helped. The patient was on bladder anispadmotic for several months, but there was no effect from that as well. The patient¿s general practitioner told the patient she was suffering from stress. No additional information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.